Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked could not be determined. Additionally, the imaging provided by the account was further reviewed by an abbott clinical engineer. The reviewer noted that ¿two (2) fluoroscopic videos were provided. The first video was taken during active deployment of the first clip (xtw, reported device). The clip is angulated relative to the fluoroscopic viewing plane. Prior to mechanical separation, the clip arm angle appears to be 20°-30°. As the video progresses the clip separates from the l-lock shaft and the delivery catheter (dc) is retracted into the la which is in accordance with the instructions for use. The clip arm angle does not appear to change during or immediately after separation, and maintains the 20°-30° arm angle. The second video shows two fully deployed clips; one xtw clip (reported device, left clip) and one xt clip (no reported issue, right clip) which aligns with the reported incident details that a second xt clip was implanted lateral to the first xtw clip. In the video, the xt clip arm angle appears to be 20° while the xtw clip arm angle appears to be 45°. While the angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the clip arm angle of the xtw clip (reported device) in the second video is open to a noticeably larger degree when compared to the clip arm angle of the same xtw clip shown in the first video; this indicates that some amount of clip arm opening did occur post deployment, likely during use of the second cds. There are no additional observations based on the videos.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na.

Event description:
This is filed to report a clip that opened while locked (cowl) requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a myxomatous valve. The first clip (xtw) was implanted successfully reducing the mr. A second clip (xt) was then prepared and successfully implanted. After valve assessment, it was found that the first clip opened from 10-15 degrees to 20-30 degrees and the mr returned to a grade of 2+. A third clip (nt) was deployed to stabilize the first clip that opened. The mr was successfully reduced to grade 1, and the procedure was concluded. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.